Event description:
The lead was implanted on (B)(6) 2007 and explanted on (B)(6) 2012. Due to elective replacement. The procedure took place at the (B)(6) medical center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).